Event description:
The individual was administered a rast test and notified she was allergic to latex. The allergy, allegedly was due to wearing gloves in the performance of her job duties as a nurse from 1981 to 1997.